Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735736, software version: 1.3.0. A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a software issue identified while testing the application. The issue was that the system showed a low memory warning even though only a few exams were present on the system. It happened when an automated test was ran in a loop. There was no patient. Further information was provided that when a user registered a patient, the software created an error field. The error field was rendered using a volume rendering technique, which used a color look up table to identify relevant distance. The color look up table was never removed from memory after usage. The user would have to perform hundreds of registrations without logging out of the application to see this issue. The issue was resolved on restart.